Event description:
The customer reported that the device ready for use indicator (rfu) displayed red x with a chirp and the device indicated that service was needed. The device status log contained and entry of (leads) ECG bias - processor pca dated after the last user initiated operational check was run with the leads ECG trunk cable and lead sets attached. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.